Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Of note, multiple patients/multiple methods/multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers/methods/manufacturers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿effect of echocardiographic epicardial adipose tissue thickness on success rates of premature ventricular contraction ablation.¿ balkan med j 2019;36:324-30. Doi: 10.4274/balkanmedj.galenos.2019.2019.4.88. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications while using a catheter: there were patients who experienced cardiac tamponade (one was ¿self-limiting and managed conservatively,¿ one required pericardiocentesis), a transient ischemic attack (tia), hematomas, and arrhythmic complications consisting of right ventricular outflow tract/papillary muscle/left ventricular summit. The status of the catheter is unknown. Of note, multiple patients/multiple methods/multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers/manufacturers. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.